Event description:
It was reported that a pump declared alarm during the loading process, specifically alarm 20. There was no reported impact to the customer's blood glucose level as the customer declined to answer if it exceeded 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing successful insulin therapy. As a result, a replacement pump was arranged since the pump was under warranty. In the meantime, the customer reverted to multiple daily injections (mdi) as backup therapy.